Manufacturer narrative:
(B)(4).

Event description:
It was reported that diagnostic anomaly was observed, the device failed the test. In clinic, after few attempts the test was performed successfully. The patient will be monitored.